Manufacturer narrative:
This product has not been returned for analysis. This report will be updated should additional information become available or if analysis is completed.

Event description:
It was reported that this right ventricular (rv) lead was not successfully implanted due to unknown product anomaly. Additional information indicated that this lead exhibited high pacing threshold and the physician was experiencing difficulty with the helix during the procedure. No adverse patient effects were reported.